Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) gmbh received a report that several of the pumps for the sorin s5 system displayed error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) gmbh received a report that several of the pumps for the sorin s5 system displayed error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 console for 4 pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the field service representative, the reported event was unable to be reproduced. A new dc module fitted as a precaution. A full preventive performance maintenance service carried out and tested for electrical safety. No further issues detected. Software was updated to rev. 220. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.